Manufacturer narrative:
The investigation for the reported access site bleed and sepsis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and sepsis could not be determined. The instructions for use referenced in the initial report is from IFU for the impella 5.5 with smartassist for use during cardiogenic shock , section: potential adverse events (united states), which now includes statement "(including ventricular perforation).¿ added- d6a/d6b

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 71-year-old male with acute myocardial infarction and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient exhibited access site bleeding. The patient was febrile and the access site was warm and red. The medical staff withheld anticoagulants and administered two units of platelets and antibiotics due to a possible infection. The patient remains on support.